Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - this medwatch report is being voided as additional information was received confirming there were no adverse patient consequences. This does not meet the criteria of a reportable event under us FDA regulations.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please specify the event description: when was the device implanted? Date? What was fixed? Please provide the procedure name? Was any abnormality of the device noted prior to or during the procedure? Is device extrusion occured? If yes, how many days post op was the extrusion identified? What is the current condition of the patient? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unspecified procedure on an unknown date and absorbable straps were used. New suture device for defective and unsafe intraperitoneal implant. Aggressive fixation device that has been up to crossing the skin barrier while the sutures are supposed to remain intraperitoneal. Additional information has been requested.